Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, it was discovered that the wand tip was missing the metal plate. The site was flushed and x-rayed and the surgeon was confident that no debris was remaining inside the patient. The procedure was ultimately completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.